Manufacturer narrative:
Zimvie complaint# (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient stated he has a burning sensation, and he only used the unit for a couple of weeks. The patient stated he wore the unit for 1 week. He wore the unit for 10 hours. Once he started treatment, he would feel a numbing tingling sensation similar to your foot falling asleep, followed with burning under the skin. He wore a sock so it was not on top of the skin. He also stated that he did not know how much the unit would cost. The patient had an appointment on monday (B)(6) 2022, where the doctor told him not to wear the unit anymore. The bhs unit will be returned.

Manufacturer narrative:
Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6). Received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "burning sensation from bhs". The controller was tested and operates as intended. Review of complaint history identified (16) total complaints from (feb 4, 2021) to (feb 4, 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient advocacy department that the patient stated he has a burning sensation, and he only used the unit for a couple of weeks. The patient stated he wore the unit for 1 week. He wore the unit for 10 hours. Once he started treatment, he would feel a numbing tingling sensation similar to your foot falling asleep, followed with burning under the skin. He wore a sock so it was not on top of the skin. The patient had an appointment, where the doctor told him not to wear the unit anymore. No additional patient consequences/ further information has been reported. The bhs controller was returned for further evaluation.